Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that one week after implant the patient's right ventricular (rv) lead dislodged as evidenced by no capture and low r waves. The lead was programmed off in preparation for the scheduled lead revision. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.